Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention took place wherein the ipg was explanted and replaced. Discomfort has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.